Event description:
It was reported that patient's ipg stopped communicating after a rfa procedure. Troubleshooting was able to resolve this issue. The device is providing therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient, physician and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Implant date is unknown.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A rep was able to successfully restore communication with the device. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.